Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu404020; patient medical history includes but is not limited to: chf, diabetes requiring dialysis, hypertension, CABG, prior smoker. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: aneurysm expansion.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 2014, this patient underwent endovascular treatment for acute thoracic aortic dissection extending from zone 2 to zone 8. The patient was symptomatic and presented emergently. It was reported that pre-operatively the patient had lower limb ischemia, mes-ischemia, renal ischemia and spinal ischemia. Two conformable gore® tag® thoracic endoprostheses (tgu404020 x2) were advanced and successfully implanted within zone 2 and zone 4 and. The primary entry tear was located in zone 2 and covered. Additionally, a branch procedure was performed on the left renal artery using an 8mm dacron graft. The maximum total aortic diameter within the diseased segment being treated was reported to be 40mm in zone 8. The patient tolerated the procedure and was discharged to a nursing home on post-operative day (pod) 60. On unknown pod 110 the ltf maximum diameter within the treated aorta was reported to measure 34mm. On unknown pod 1413 the ltf maximum diameter within the treated aorta was reported to measure 39mm. No reinterventions have been reported for the patient.